Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the manual prime process due to an occlusion. The caller stated that she received the alarm while priming the set. She stated that they changed the whole set, but the insulin pump continued to alarm no delivery. She replaced the reservoir and used the previous infusion set, and she noted that the issue was resolved. The caller did not know the blood glucose reading. She declined to return the infusion set and reservoir for analysis and was unable to troubleshoot at the time of call, since she had already changed the set. The caller was unable to determine the cause of the issue due to inability to proceed with the troubleshoot process. She later agreed to replace and return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.